Manufacturer narrative:
Three photos were returned, one of an open and empty carton, one of a 32g x 4mm pen needle and one of a pen needle which is not manufactured in dl. As no physical samples were returned no further investigation could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned and the fact no physical sample was returned for investigation it is not possible to determine the root cause. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm (100 count) the needle is difficult to opperate. There was no report of patient impact. The following information was provided by the initial reporter: the tip does not screw completely fully. She cannot inject all her insulin and the impression of having to force to completely empty the pen.

Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm (100 count) the needle is difficult to opperate. There was no report of patient impact. The following information was provided by the initial reporter: the tip does not screw completely fully. She cannot inject all her insulin and the impression of having to force to completely empty the pen.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.